Event description:
It was reported that insufficient ice occurred. A visual-ice cryoablation system was selected for a renal cryoablation procedure. It was noted that there were no problems when the needles were tested; however, during the procedure, none of the three needles used reached -120 degrees. Consequently, the ice ball in the tumor was unsatisfactory. The physician was not satisfied with the treatment, and the follow-up CT scan will be performed in two months to determine the outcome. There were no patient complications reported.